Manufacturer narrative:
After the procedure, the hosp discarded the product. A lot history record review cannot be performed because the lot # was not provided by the hosp. (B)(4).

Event description:
The hosp reported that at the beginning of an endoscopic vein harvesting procedure, staff could not obtain distal insufflation. The connection valve on the cannula where the syringe was attached was broken. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.